Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator powered off during therapy. The device powered off then resumed like a normal startup sequence. It occurred at least three times and each time, "sd card inserted " appeared. The user removed the sd card and did not have any issues. If the sd card was re-inserted the issue re-occurred. The customer could not confirm if the device is connected directly to the wall outlet or a power bar. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.